Event description:
It was reported that the ventilator air flow had stopped with no audible alarms while connected to the pt. After the pt's mother powered the ventilator off and then, powered it back on again, the ventilator started operating. No reported harm to the pt.